Event description:
An explanted generator and portion of a lead was received from another medical device company. The explanted product were received from a funeral home with no patient information indicated. The funeral home would not provide any information on the patient. Attempts to obtain additional relevant information have been unsuccessful to date. Analysis of the generator was completed on 03/09/2015. The generator showed an neos = yes condition. The post burn-in electrical test results show that the pulse generator module performs according to functional specifications. There were no additional performance or any other type of adverse conditions found with the pulse generator. The device decoder data indicated that the generator had high impedance noted on (B)(6) 2014 from 1603 ohms to 22514 ohms which indicates this is likely the date the device was explanted. Analysis of the portion of the lead returned was completed on 03/11/2015. Note that the lead assembly (body) including a portion of the connector boot containing the model / serial number tag and the electrode section was not returned; therefore it was not possible to verify the model and serial number during this analysis and a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified.

Event description:
The patient's identity was found. Attempts to obtain additional relevant information have been unsuccessful to date.